Manufacturer narrative:
The per report documented the device to be a 32mm +8mm v40 trial head. The age of the 32mm v40 head trial is unk. The head trial is manufactured with an o-ring, which acts as a retentive mechanism to hold the mating stem within the trial head. After long-term repeated use, the o-ring may become damaged or lose its elasticity. If the device is used beyond its service life, then it will not retain the mating part. The trial head is manufactured of biocompatible material. No further action is required at this time, product surveillance will continue to monitor for trends. Should device becomes available with add'l info a supplemental report will be issued.

Event description:
It was reported that, "pt dislocated a couple of times and it formed a pocket medial and superior. When trial reduction was performed the head fell off into the pocket. After several attends they were unable to retrieve it. It was checked c-arm and they were able to identified it. It was bedded medial superior."